Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's cannula came out when the needle cap was removed indicating a needle mechanism failure. The cannula was visible but the pink slide did not move forward.

Manufacturer narrative:
The device was returned undeployed with the needle cap over the needle well. While removing the needle cap, the linkage assembly moved into the deployed state and the soft cannula deployed. Download data from the device showed the first and second priming sequences occurred with an expected number of pulses in each sequence. No time outs or drive stalls were observed. Despite the initial observation, the needle mechanism did fire but the needle cap prevented the linkage assembly from moving to the deployed state. It could not be definitely determined when the needle mechanism fired so the cause of the reported event could not be determined.